Manufacturer narrative:
The reported device has been returned to conmed; however, the complaint investigation has not been completed. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A customer reported that the pro7000de, hall oralmax elite high speed drill device was found to be ¿running hot¿ in pre-operative testing on an unknown date. There was no report of injury, medical/surgical intervention, or extended hospitalization for any patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
A customer reported that the pro7000de, hall oralmax elite high speed drill device was found to be ¿running hot¿ in pre-operative testing on an unknown date. There was no report of injury, medical/surgical intervention, or extended hospitalization for any patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event ¿device is running hot¿ was unconfirmed. However, additional problems were found. There was overspeed of the motor and rotor failure of the bearings. There was also collet failure of the bearings and ground bond of the cast stator. The preventative maintenance was overdue. The service history was reviewed and found similar repairs to this complaint. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of 55 reports, regarding 55 devices, for this device family and failure mode. During this same time frame 2,053 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.03. Per the instructions for use, the user is advised to continually check handpiece for overheating. If overheating is sensed, immediately discontinue use and return equipment for service. Overheating of the blade or bur may cause damage to the blade or bur and may cause burns or thermal necrosis. Bur guards should always be checked before use. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard must be sent for repair immediately. Do not use. Overheating can occur if bur guard bearings are worn or not kept clean. Overheating might occur if bearings are worn or are not kept clean. If overheating occurs while a smartguard protector sleeve is attached to the medium bur guard, the smartguard protector sleeve will change color from purple to pink. We will continue to monitor per regulatory requirements to help ensure patient safety.